Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently delivered insulin to themselves while connected to the pump during the fill tubing process. The customer's blood glucose (bg) level was 130 mg/dl; however, the customer states she "does not feel" that her bg levels were impacted by this event.